Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced post-op condition with cyst formation. (B)(6) 2006, index calaxo procedure, left knee revision arthroscopic and open acl reconstruction (B)(6) 2007, MRI indicates that acl graft is intact, there is fluid in the femoral and tibial tunnels (B)(6) 2010, MRI indicates that large popliteal cyst, this is increased in size since the previous study, acl graft is severely attenuated and likely non-functioning.